Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high threshold measurements one day after the implant procedure. Additionally, sensing in a bipolar configuration measured less than 2mv. An x-ray was performed and the lead appeared to be in the correct position. However, a micro-dislodgement was suspected. As a result, a revision procedure was performed and the rv lead was successfully repositioned. No adverse patient effects were reported during this procedure.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.